Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler to get additional information, with no response as of the date of this report. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2020, the customer alleged to medela llc that she was experiencing low suction with her pump in style max flow breast pump. She also alleged she has blocked ducts, she has seen her doctor and is taking antibiotics.

Manufacturer narrative:
The device was evaluated on 01/20/2021 with the customer's parts as received and it failed vacuum testing. The vacuum test was then conducted using a lab kit with the customer's pump and it passed. Refer to attached product evaluation. When a pump fails with the customer kit, but not the lab kit, any issue is typically attributable to the kit, not the pump. In this case, it was noted in the evaluation that the customer's connectors and valves had residue on them. Any foreign contaminants that hinder the device's ability to form an adequate vacuum seal could potentially result in lower suction. It is very difficult to determine exactly how much contamination under normal use is needed for pump vacuum to suffer, but it is a known failure mode causing low suction. The pump in style instructions for use details cleaning procedure for the parts and accessories. It is also a common troubleshooting item to check.